Manufacturer narrative:
(B)(4).

Event description:
Additional information was received reporting there was an increase in anti-inflammatory medicine post operatively.

Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information has been requested. (B)(4).

Event description:
A facility representative reported an intraocular lens (iol) that was exchanged due to glare, halo, and ¿streaks of light." Representative indicated the multifocal lens was switched out for a single standard iol. Additional information was requested.

Manufacturer narrative:
Additional information: two viscoelastics were indicated, only one is qualified for this lens with the qualified cartridge combinations.the manufacturer internal reference number is: (B)(4).